Event description:
The customer complained of high, discrepant results for 5 patients tested for na+ electrode (na+) on a cobas integra 400 plus. Patient 1 initial na+ result was 161 meq/l. The repeat result was 144 meq/l. Patient 2 initial na+ result was 161 meq/l. The repeat result was 144 meq/l. Patient 3 initial na+ result was 161 meq/l. The repeat result was 145 meq/l. Patient 4 initial na+ result was 161 meq/l. The repeat result was 139 meq/l. Patient 5 initial na+ result was 161 meq/l. The repeat result was 143 meq/l. No erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. No adverse event occurred. The na+ electrode had been changed earlier in the day as part of routine maintenance. Calibration and qc results were acceptable. Patients were tested and potassium (k) and chloride (cl) results were ok but the na+ results were not. The customer re-calibrated and replaced the na+ electrode using the same lot number as the current electrode. The customer also replaced all solutions. The issue was not resolved. The na+ electrode lot number was 21574747 with an expiration date of 31-aug-2018. The customer was sent a new na+ electrode, however, the issue was not fixed after the new electrode was installed. The field service engineer (fse) visited the customer site and replaced the reference electrode, solutions and ise tubing. Various ise diagnostic checks were performed. The customer ran qc with acceptable results. The customer has not had any further issues since the service visit. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.